Event description:
It was reported that the right ventricular lead showed noise due to oversensing the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. However, the inner tubing was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking. The exposed defibrillation coil had a white substance. The outer insulation had a white substance and a cosmetic depression. The helix/lobe was distorted/bent. Visual analysis revealed apparent explant damage.